Event description:
As reported, ballooning required of device deployment in bifurcation. Additional information received stated that partial occlusion of the profunda treated with a 6.0x60x135cm balloon.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and show calcium plaque present and the access and manta radiopaque lock positioned at the bifurcation. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a mid-femoral head positioned access. The arteriotomy was >7.5mm, posterior calcification, no tortuosity, and a depth measurement of 5.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment the manta device was deployed at the measured depth, although, into the bifurcation. Hemostasis was immediate, nonetheless, required balloon inflation to the profunda. The angiogram submitted for review indicated the bifurcation in line with the femoral head and access normally would be gained were the bifurcation is seated. There also is limited space as to where the physician was able to gain an access. The IFU posts warnings not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel.